Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that five days post implant, the patient went to the ER (emergency room) complaining that they could ¿feel¿ their pacemaker and that they did not feel normal. The device was check and the right ventricular (rv) lead threshold was found to be high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.